Event description:
Post deployment of an exoseal vascular closure device, pseudo-aneurysm was observed. A fem stop was applied. CT indicated a retroperitoneal bleed and the patient became hypotensive (blood pressure dropping from 112/75 to 65/40). The patient required administration of dopamine and open fluids. The patient became stable a few minutes later; his blood pressure read 102/69. Patient was taken to ICU overnight for observation. The following morning, the vascular surgeon evaluated the patient and found him stable. The patient was then taken to the or to evaluate the blood. It was found that a double wall stick was the culprit of the retroperitoneal bleed. This was a left heart diagnostic catheterization. The left groin was accessed with a 6f boston super sheath. The physician performed an angiogram of the left groin lao 35. Groin stick was within common femoral artery. Physician closed with correct technique using a 6f exoseal vascular closure device. The physical held pressure for five minutes. Site looked good & homeostasis was achieved. A few minutes later, site grew slowly (no hematoma). Tech applied pressure to the groin. Patient was taken off the procedural table and put on a stretcher. About ten minutes later, the patient complained of pain at site, but mostly in the abdominal area. No heparin or angiomax was given.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: post deployment of an exoseal vascular closure device, the patient was diagnosed with a pseudo-aneurysm and a retroperitoneal bleed resulting in hypotension and necessitating pharmaceutical surgical management. The physician performed a diagnostic left heart catheterization on (B)(6) male. The left groin was used for access with a 6f boston super sheath. The right groin was not accessed due to patient's previous catheterization two years ago. No heparin or angiomax was given. The physician did an angiogram of the left groin lao 35. The groin stick was within common femoral artery. Physician closed with correct technique using a 6f exoseal. The physical held pressure for five minutes. The access site looked good and homeostasis was achieved. A few minutes later, the access site became puffy however it was indicated that there was no hematoma. Manual pressure was applied to the groin and the patient was taken off the procedural table and put on a stretcher. About ten minutes later, the patient complained of pain at site, but mostly in the abdominal area. An ultrasound was ordered and pseudo-aneurysm was observed when no pressure applied. A fem stop was ordered and applied at this time. A CT was performed and indicated a retroperitoneal bleed. The patient also became hypotensive (blood pressure dropping from 112/75 to 65/40) requiring administration of dopamine and open IV fluids. The patient became stable a few minutes later; his blood pressure read 102/69. The patient was taken to ICU overnight for observation. The following morning, the vascular surgeon evaluated the patient and found him stable. The patient was then taken to the or for evacuation of the retroperitoneal bleed. It was found that a double wall stick was the culprit of the retroperitoneal bleed. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site pseudo-aneurysms/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the information provided, the double wall stick was found to be the culprit of the initial pseudo-aneurysm formation and subsequent retroperitoneal bleed which resulted in hypotension. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.